Event description:
The customer reported that the high-definition camera head image did not display. Reprocessing was incorrectly done. There was no malfunction during procedure. No patient involvement was reported. The customer noted high-pressure steam sterilization (autoclave) was used.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported "no image" malfunction was confirmed, the no image issue was isolated to an image sensor (ccd) failure. Additionally, the device evaluation found fluid invasion to the ccd and scope mount. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were identified, and a definitive root cause cannot be identified. The potential cause of the reported event was traced to component failure/ccd and fluid invasion. To mitigate the risk/harm to the patient, the instructions for use manual provides the following cautions/warnings: if the endoscopic images or functions are abnormal and return to normal spontaneously, the device may have already malfunctioned. Continued use of the endoscope may cause the abnormality to reoccur and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. If the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and there is a risk of burns. If for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the system still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the endoscope eyepiece, slowly pull the endoscope out from the patient to discontinue use. It is extremely dangerous to leave the endoscope inserted in the patient when the image is lost or the patient cannot be observed, or to use it to pump air/water, aspirate, or perform any other procedure. When various types of instruments are being used, withdraw the instruments in the safest way possible before withdrawing the endoscope. In addition, always have a spare device available during the procedure to avoid interruption of the procedure. Endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device. Olympus will continue to monitor the field performance of this device.